Manufacturer narrative:
No service was requested. The ventilator was repaired by a third party service provider. Investigation found that water had entered into the air gas module. Provided pictures confirm the presence of water in the air gas module. No ventilator logs were provided. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. (B)(4).